Event description:
A vaxcel pasv mini port was implanted for the infusion of therapeutic medication.during placement, the peel away sheath would not separate properly. Another introducer was used to complete the procedure.